Event description:
Customer reported that insulin gauge displayed an amount different than expected, with a current static fill estimate of 34, not changing despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about the cause of the incorrect display, explaining that once the remaining insulin matches the static number, the fill estimate will function normally. Caller understood and acknowledged the explanation.